Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-20062019-0000458343 submitted for adverse event which occurred on (B)(6) 2007. Mwr-20062019-0000458345 submitted for adverse event which occurred on (B)(6) 2011. Mwr-20062019-0000458348 submitted for adverse event which occurred on (B)(6) 2011. Mwr-20062019-0000458352 submitted for adverse event which occurred on (B)(6) 2012. Mwr-20062019-0000458358 submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on (B)(6) 2007, (B)(6) 2011, (B)(6) 2011, (B)(6) 2012 and (B)(6) 2013. No additional information was provided.